Event description:
Country of complaint: (B)(6). Needle noted to be inside the package.

Manufacturer narrative:
Mfg site eval: samples received: 3 unopened pouches. There are no previous complaints of this code batch. The needles of the closed samples received were tested for bending strength and the results fulfill the specifications of the product: minimum bending strength result: 8.93 nxcm current minimum bending strength for these needles: greater than 8.56 nxcm. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.